Event description:
The nurse used ultrasound to access the vein and passed the needle. She attempted to pass the wire and it would not advance. She removed the wire and it unraveled, and a small segment was retained in the pt's arm. Due to the fact the pt was agitated, they left the segment in the pt's arm.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.